Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis rupture, right breast capsular contracture. Explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 32-year-old caucasian female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 475cc gel breast prostheses developed capsular contracture (baker grade unknown) in her right breast post implantation. Additionally, left breast prosthesis rupture was later diagnosed via MRI. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2022. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
Correction: it was previously reported to mentor that the capsular contracture in the patient¿s right breast is baker grade iii. Mentor inadvertently did not include this information in follow-up report #1. On 18-jul-2022, the mentor failure analysis lab received the device for evaluation. On 24-jul-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant, and developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. In addition, a crease/fold was observed on the edges of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4). B5: the patient developed baker grade iii capsular contracture in her right breast post implantation.

Manufacturer narrative:
On 15-jul-2022, mentor received additional information about the event: - it was reported that the patient¿s right breast prosthesis was the one that ruptured and the left breast prosthesis was removed intact. Additionally, it was reported that the patient developed breast ptosis. This medwatch report is for the patient¿s right breast prosthesis. B1 is product problem has been checked and h6 medical device problem code material rupture (a0412) has been added. - the patient had her removed breast prostheses replaced with mentor memorygel breast implant 475c gel breast prostheses. Correction: an incorrect serial number of (B)(6) was reported in the initial report. The correct serial number is (B)(6). Manufacturer¿s reference number: (B)(4). D4 serial: (B)(6).